Event description:
The customer reported being hospitalized for high blood glucose. Programming was reviewed and found that bolus wizard was not correct. In addition, the insulin exited at the quick release during priming.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.